Event description:
A nurse was accessing an implanted venous access port in patient's chest and hit the rim of the port while accessing. The huber needle bent out of normal shape immediately below the normal 90 degree angle in the needle.a few weeks ago user had two other events with bent needles - lot numbers unknown. The devices were returned to the manufacturer. In a similar event with same type of needle, the tip of needle bent into a hook shape when it contacted the bottom of the port. Same lot # as this report. All were 20gx1" needles.